Event description:
It was reported that a week post implant the device had a sensing/detection problem and the right ventricular (rv) lead had oversensing/noise. It was noted that at the patient¿s first out of hospital visit since the generator change there were four short interval counts (sic). No action was taken and the device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 implantable cardioverter defibrillator, implanted: (B)(6) 2014. (B)(4).